Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that repeated error c-30 occurred on the integrated electrosurgical unit (iesu). The site continued with the procedure using a third-party generator. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on and was confirmed to be working properly. During the middle of the case, this issue occurred with the iesu. As a result, the site switched to a third-party valley lab generator for the remainder of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (iesu faults) was confirmed and replicated. During (iesu cauterized activation), the (c-30) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would related to the reported event. To determine the root cause, this unit will be returned to OEM for additional failure analysis and for potential repair. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
Refer to h11 for follow-up information.